Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. Customer¿s blood glucose (bg) level was displayed as "low", although a specific value was not given. The customer addressed their bg by consuming carbohydrates. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.